Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced a loss of therapeutic effect. The implantable neurostimulator system stopped working. The device battery was depleted. The hcp performed a lead revision. During revision, purulent drainage was found. A gram stain of the fluid was positive. The hcp explanted the device system. The pt's status afterward was reported as fine. He recovered without sequela.